Event description:
Boston scientific received information that this patient received shocks from the implantable cardioverter defibrillator (ICD) and was brought to the emergency room. Laboratory x-ray revealed a right ventricular (rv) lead dislodgement and also noted oversensing. A revision was performed, and the patient¿s competitor device was deactivated. Furthermore, the physician supposed that the suture sleeve somehow slipped through. The rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 508 millimeters (mm) from the terminal pin. Only the terminal pin segment was returned, the tip was not returned. Visual observation noted that the connector tool was returned on the lead, seated properly with the fixation knob engaged, no discernible set screw marks were noted on the lead and the lead insulation was noted to be bunched in a few locations. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Guidewire testing and pressure testing of the outer insulation was not performed due to damage to the lead. Laboratory analysis was unable to confirm the reported clinical observations, and concluded that the damage to the lead was consistent with induced damage.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lead was explanted a year later as part of a system revision due to infection. This lead will be returned for analysis. No additional adverse patient effects were reported.